Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue calibrated the atmospheric transducer and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6). Full event site name: (B)(4).

Event description:
It was reported that during a service/repair of the cs300 intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) it was discovered that the atmospheric transducer was out of calibration. There was no patient involvement, thus no adverse event was reported.